Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, cartridge was split while injecting lens. There was patient contact. The procedure was completed the same day. Additional information has been received stating there was no patient harm.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). The manufacturer internal reference number is: (B)(4).